Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with itchy and dry eye, left eye, at one month post op refractive lasik procedure. No visual impact noted. The patient was prescribed lid scrubs, gel tears, topical cyclosporine eye drops for treatment.